Manufacturer narrative:
(B)(4). This report is being filed on an international product, ln 7k78, architect total b-hcg, that has a similar product distributed in the us, ln 6c21, architect total b-hcg. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted.

Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated b-hcg result for one patient sample. The analyzer generated b-hcg results of 10.97, <1.2, <1.2, and 22.74. There was no adverse impact to patient management reported.